Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Session records were sent to abbott technical support for review and [complaint] was confirmed. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported the patient received an impact to their chest and the defibrillation impedance was high on the right ventricular (rv) lead after that moment. The rv lead was capped and replaced to resolve the event. No malfunctions were alleged. X-ray imaging was performed during the procedure and no anomalies were observed. The patient was in stable condition.